Event description:
The customer reported that the system displayed a bad iris pot error upon boot up and requested that ge oec fse calibrate the collimator to correct the problem. No pt injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.